Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the aortic cutter made a hole too big in the aorta. The surgeon stated, "when I hit the button to cut the hole in the aorta, there was so much kick from the spring, that it flew out of my hands." The surgeon stated that he used one hand instead of two (per instructions for use), and acknowledged that this was probably why he had trouble. Dr. (B)(6) was re-inserviced on use. The surgeon reported that he had to stitch the back of the patient's aorta, but the patient is "ok," with no other patient effects reported. Surgery was prolonged approximately 5 to 10 mins. A clamp was applied to complete the proximal anastomosis. The product was retained by the hospital, however, it may be returned at a later date if not required by hospital for further investigation.

Manufacturer narrative:
The device has not been returned to (B)(6) for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).